Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek and thermoform.

Event description:
Healthcare professional reported the "sterile containers for this implant were stuck together and they were unable to properly soak the implant in the container provided." The device remains implanted.